Event description:
Unit was explanted due to a report of telemetered impedance measured greater than 2000 ohms. The device had exceeded its projected longevity. No injury or complications associated with the event.